Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "downstream occlusion" alarms were confirmed through an event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The gasket, force sensor, assembly force sensor, pusher, force sensor, and tubing guide, downstream were replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, 286 occurrences of "downstream occlusion" alarms was identified in the event history log. There was no patient injury or medical intervention required since the items was found during evaluation of the device. No additional information is available.